Event description:
On (B)(6) 2012, the patient contacted animas alleging that the pump was rebooting for the past 2 days. The patient denied damage or moisture to the battery compartment or battery cap. He stated that the issue with the pump rebooting occurred 30 minutes prior to call with animas customer support (cs). There were no reported bg excursions due to the reported event. There were no alarms noted in pump alarm history. This complaint is being reported due to the alleged power issue with the pump.

Manufacturer narrative:
Follow-up #1 date of submission 06/05/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing was unable to be completed due to pump not powering on. There was no damage found to the battery compartment or battery cap. The pump was opened and cold a solder connection issue was found on the power flex. The reported power issues was duplicated during investigation.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.